Event description:
The machine made a loud noise and the vent alarm sounded. The machine indicated that a problem with the safety valve occurred. Rn bagged the patient. No patient harm occurred because of rn intervention.